Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending/left main artery that was heavily calcified, heavily tortuous and 90% stenosed. There was no thrombosis present prior to advancement of the guide wire in the vessel. Some resistance was felt during advancement of the guide wire through the lesion; however, no resistance was felt during removal from the patient. After the balance middleweight universal ii guide wire was retracted from the patient at the end of the procedure, thrombus/plaque was stuck on the guide wire. There was no damage observed on the guide wire after removal from the patient. No patient adverse effects or clinically significant delay in the procedure were reported. No additional information was provided.